Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: failure (event) observed during analysis. External insulation abrasion was noted at 31.4-31.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 7.3-8.8cm, 32.5-32.8cm, and 38.5-39.9cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.